Manufacturer narrative:
Cracked battery tube threads noted. Cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 7.5 mmol/l. Nothing further reported.